Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of chordal entanglement/rupture/mitral valve injury (tissue damage), worsening mitral regurgitation (mr), and hypotension, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the difficulty removing the device due to clip interaction with the anatomy (chordae) in this incident could not be determined. The reported tissue damage was likely a result of the clip becoming caught in the chordae which required troubleshooting to remove it, and therefore due to procedural conditions; the reported unchanged mr and hypotension were likely symptoms/secondary effects of the leaflet and chordal damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed since the clip became caught in the chordae and tissue damage occurred. Mitral valve replacement was performed. It was reported that on (B)(6) 2017, the patient presented with degenerative mitral regurgitation grade 4. One mitraclip was implanted successfully and without any issue, reducing the mr. A second mitraclip was advanced to the mitral valve and became caught in the chordae. Standard troubleshooting measures were performed and the mitraclip was freed and was then deployed on the leaflets. Imaging was performed and chordal and leaflet damage was observed. The mr increased back to grade 4. Reportedly, the tissue and chordal damage was due to the second mitraclip. The patient became hypotensive and remained sedated with anesthesia since mitral valve surgery was recommended. The patient was placed on an intra-aortic balloon pump (iabp) and that same day the implanted mitraclips were surgically explanted and a tissue valve replacement was performed. Hospitalization was prolonged. The patient is in stable condition and has been taken off the iabp. There was no additional information provided regarding this issue.